Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore its review could not be performed. The reported device was not sent back to brézins for investigation but repairs was performed by local service team. A video was provided and showed that the on/off key was not functional therefore the keypad was replaced. However the defective part was not sent back for futher investigation and the video does not provide sufficient evidence to confirm the origin of the defect, therefore the root cause remains unknown. An internal CAPA was initiated for defective keypad issue (non functional key) on the agilia range. Note: reported device was manufactured before corrective actions were implemented in march 2020. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Defective keyboard (keys are not working while using the machine). More information is needed to complete the investigation.